Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto 3 system, other company¿s devices were used during this study: recording system (labsystem pro, bard electrophysiology), 28-mm second-generation cryoballoon (medtronic), 4mm tip non-irrigated tip catheter (ablaze, (B)(4)-life-line) (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal af underwent ablation to all svc potentials after the pulmonary vein isolation and suffered right phrenic nerve injury during the pulmonary vein isolation were observed. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "prospective evaluation of electromyography-guided phrenic nerve monitoring during superior vena cava isolation to anticipate phrenic nerve injury." The purpose of this study was to evaluate the feasibility of monitoring cmaps during svc isolation to anticipate pni during atrial fibrillation (af) ablation. Thirty-nine (39) patients were enrolled in this study. A 28-mm second-generation cryoballoon (medtronic) or 4mmtip non-irrigated tip catheter (ablaze, (B)(4)-life-line) or thermocool ablation catheter was used in this study. Bwi takes conservative approach to report this event under thermocool ablation catheter, however catalog and lot number are unknown.